Event description:
Staff reported that novasure device broke during use on a procedure. The device was successfully replaced, the surgery was completed, and no harm came to the patient. This device was given to clinical engineering and will be returned for failure analysis.